Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. The device is part of the advisory for this model.

Event description:
It was reported that during device implant, the right ventricular lead was attempted, but not used due to a helix problem. The lead was removed and replaced. No patient complications were reported as a result of this event.